Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to a device alert. High impedance was observed. The system was explanted and replaced due to the patient's condition and not due to the impedance anomaly.

Manufacturer narrative:
External insulation abrasion was found proximal to the rv coil. The efte coating was intact at the same location.